Manufacturer narrative:
The device involved will not be returned to the manufacturer, so no eval is possible. No conclusion can be drawn. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and received medical care to treat the irritation.

Event description:
The customer reported that he had an infection at the pod site. He removed the pod the next day and sought treatment from his doctor. The infection lasted through to the next week, and surgery was required to remove infected tissue. The pod was disposed off at the hospital and will therefore, not be returned for eval.